Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2010 due to metallosis, elevated metal ion levels, pain and acetabular loosening. The head and cup were removed and replaced with a head, cup and polyethylene liner. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02865 / 02866).

Manufacturer narrative:
This medwatch 0001825034-2013-02866 is a duplicate of medwatch 0001825034-2014-02755. This medwatch 0001825034-2013-02866 is considered closed at this time.